Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The reported event of post-paced t wave oversensing was confirmed. The device was not returned for analysis; however, session records were provided for review by technical services. Analysis of the session records indicated that post-paced t wave oversensing was sensed by the device. The cause of the reported event remains unknown.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The device was successfully reprogrammed. The patient was stable and asymptomatic.